Event description:
It was reported that an implantable neurostimulator (ins) for urinary control has had a loss of therapeutic effect. The patient has two ins devices, one for pain and one for urinary control. The device for pain was replaced with another pain ins device. Since that medical procedure, the patient has had symptoms of urinary incontinence: loss of therapeutic effect from her urinary control ins. The symptoms are affecting the perineum, and she has 'hardly been able to feel the stimulation,' from her urinary control device. She has tried to turn the stimulation up on her interstim ins two times, and she felt it, but then it just went away. After changing the program in her interstim ins, the patient confirmed feeling stimulation in lower buttock area and bike seat area. Two weeks later, loss of therapeutic effect was again reported. Although she could feel stimulation the previous day, and stimulation was on, she could not feel stimulation. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v188963, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).